Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 500 mg/dl. Customer reported nausea as result of high blood glucose. Customer stated that they had scarred tissues at the insertion site. Customer was advised to relocate the site. Customer treated high blood glucose with insulin pump. The pump will not be returned for analysis. Frn-mmt-332a-rsvr, unomed set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.